Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #625829. According to the available information this inflatable device was implanted on (B)(6) 2015 and removed/replaced on (B)(6) 2020 due to a tubing break to cylinder. A titan pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the longer length pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed that the tube had abraded. Surface abrasion was noted on all pump tubing. No functional abnormalities were noted with cylinder 1, 2, or the reservoir. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer length pump exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a break occurred in the tubing to the cylinder, and fluid loss occurred. The device was removed, and replaced.